Event description:
It was initially reported that the mesher was out of alignment. Additional clinical information determined that the issue occurred during surgery with a patient involvement associated. There was an impact/damage to the graft harvest when the graft specimen got caught in the device causing the plastic graft board to go out of alignment and plastic shards were found on the mesher next to the graft. The part of the graft that was involved with the side going out of alignment was not a clean cut graft and was tattered. The initial graft harvest was usable, however the compromised area decreased the amount of usable graft and it was required to harvest more skin to cover the affected area. No alternate device was retrieved for use during the surgery and there was a delay of an unspecified duration during the procedure.

Manufacturer narrative:
The device was manufactured on 12/6/2006 and was previously repaired 1/23/2014 for a non-related issue. Investigation revealed damage to the comb and 1.5:1 ratio cutter, serial number (B)(4). Prior to repair, the test mesh passed. The device was outside calibration specifications on the left and on the right side. The cutter did not produce an acceptable test mesh and was returned to the customer as non-repairable. Repair of the device included replacement of the comb and lubrication of the ratchet assembly. The reported event was confirmed and was most likely due to the lack of calibration of the device and the damage to the cutter, which were most likely due to lack of preventative maintenance and improper handling by the user. Per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.